Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the helix was bent inside the sleevehead, and the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.